Event description:
It was reported patient presented in clinic for follow up. During the follow up, it was noted that there was post-paced t-wave oversensing exhibited by the patient's implantable cardioverter defibrillator (ICD). Programming changes were made. Patient's condition was unknown.